Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post implant procedure the patient presented to the emergency department with syncopy. Intermittent loss of capture, decreased pacing and decreased impedance were noted on the right ventricular (rv) lead. Reprogramming was performed and the implantable pulse generator (ipg) and rv lead remain in use. No further patient complications have been reported as a result of this event.